Event description:
Severe reaction to the bandage after a nerve block procedure by dr (B)(6) at (B)(6) hosp ((B)(6)) at their (B)(6) satellite location. Email sent to (B)(4) on august 13. I have received no response as of today (09/01/2019). This causes me suspicion that they are aware of the problem and are hiding it. Also that it was sourced in (B)(4). It seems to be a chemical burn. (B)(4).